Manufacturer narrative:
Complaint confirmed. One unpackaged ar-7300ds batch number 14968021 was received for investigation. Functional testing was not performed because of the damage to the device. Visual inspection found a burn at the distal end of the device at the tip. Both inner and outer shafts were burned. Cracks were observed on the cutting edge of the outside tube. The most likely cause(s) of reported failure is using error. According to dfu-0215 at revision 1. E. Warnings. 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions. 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.

Event description:
Additional information was provided on 06/21/2023, it was reported that this issue occurred prior to use in a case the irrigation system connected to the handpiece and opened for the water to exit. Nobody was burned during this event. The material did not catch fire, it overheated, and the tip became red hot like an ember. The case was completed using another blade.

Event description:
On (B)(6) 2023 it was reported, by an arthrex employee via sems, that an ar-7300ds dissector tip went into flames. This occurred during surgery. The tip went into flames at the time of the test with the handpiece. The case was completed using a second blade and it worked properly.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.